Event description:
The customer reported that table moves back as if its in service mode (free float) and table has shut down. The customer noted that table base is not locked in, after service. The philips field service engineer (fse) confirmed there was no harm to a pt, bystander, or operator. The fse confirmed that the service latch was not secured and resecured the service latch to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2013, the customer reported that table moves back as if it's in service mode (free float) and table has shut down. The customer noted that table base is not locked in, after service. The philips field service engineer (fse) confirmed there was no harm to a patient, bystander, or operator. The field service engineer (fse) confirmed that the service latch had come loose. The fse resecured the service latch to resolve the issue. No other service latch complaints have been received from the customer after the service latch was re-secured. A review of the service work orders (swo) showed that the last service done (before this event) on the site was on (B)(4) 2013. During this service, the fse performed the planned maintenance. Preventive maintenance is performed in accordance with the brilliance CT planned maintenance manual, which directs to the brilliance CT 6-64 system planned maintenance introduction gantry cover removal/installation procedures (page 12) stating: ''brilliance 6-64 gantry cover removal and installation procedures are located in the brilliance 6-64 gantry repair and replacement manual." The brilliance CT gantry repair and replacement manual, opening the gantry front cover (page 70) states: "ensure the patient support top is as far away from the gantry as it will go. Unscrew the wing nut or nut on the subframe quick release located under the front of the patient support. Unscrew it enough so that the other end will drop out of the slot in the bracket it engages. Move the patient support subframe away from the gantry. Note that it may take considerable force to move the subframe out of its normal position. However, after the initial resistance is overcome, the patient support subframe should move freely." Also, in figure 3 - 1: lower patient support subframe quick release, closing the gantry front cover (page 73) it states: " re·engage the patient top subframe support quick·release at the front of the patient support by pushing the end of it up until it engages the slot in the top bracket. Tighten the wing nut on the quick release." Engineering documented their evaluation in a technical review record (trr) and a risk benefit analysis (rba). When a failure of the latch occurs, the couch upper subframe is allowed to move, taking with it the carbon top and potentially any patient on the carbon top at the time of failure. There is no motor or drive for this, as the movement of the sub frame is designed to be manual by service. This latch is not intended to be disconnected during clinical use. The couch movement is achieved by motors in the subframe, which is latched in place relative to the base, and which drives the patient support (table) during clinical use for scanning and patient loading/unloading. If the subframe is not latched to the base, the couch becomes free floating at the subframe interface, rather than the carbon top. This free floating motion is similar to the motion that the trained user would notice when the tape·switch is used in emergency extractions. The users perform regular quality assurance (qa) testing, including image quality (iq) tests, as part of scanner maintenance. During the qa testing, the user contacts the couch during manual loading/unloading of the system phantom during which the trained user would notice the free floating (i.e., disengaged) state of the couch. If the service latch is not engaged, and the user does not detect the free floating of the couch, there could be couch position errors introduced during clinical scans or qa checks that may hot be reported by the system as an error to the operator. However, such couch position errors can introduce iq test failures during qa checks and incorrect positioning during clinical scans which may be detectable by the operator. Therefore, it is expected that a trained operator would not proceed to a clinical scan if qa check failed. Additionally, it is also expected that any incorrect positioning which could occur during clinical scans would not cause injury to the patient. The inadvertent motion of the sub·frame may cause a potential operator/technician entrapment and pinch point near the couch to gantry interface on the gantry bore side of the couch. The location of the hazard is not in an area where the user would normally be for patient loading/unloading or for operating the system controls from the gantry panel. Furthermore, the patient is not expected to have their arms in the vicinity of the same pinch point area during a clinical scan. Therefore, it is highly unlikely that either the operator or the patient will suffer injury from entrapment or the pinch point gap that results from the displacement between the tabletop and the sub·frame when the service latch is not engaged. According to (B)(4), the following mitigations for this issue include: service personnel are trained to engage the service latch properly during any service activities that require opening of the gantry front cover. Floating table can be detected by trained personnel during loading/unloading a patient for scanning or loading a phantom for qa checks. Brilliance CT IFU (v2.3) 0 453567473692 (rev a). Section 1.10 ("training"): . Execution of qa checks per user instructions enables detection of table position errors when loading or unloading phantom. Brilliance CT IFU (v2.3) 0 453567473692 (rev a), section 4.4 ("daily checks"): service personnel are instructed to perform auto iq tests (acceptance/constancy and/or quick iq tests) after installation, preventive maintenance (pm), and corrective actions: br 641q and dose testing instructions (section 1 - introduction), br 64 iq and dose testing instructions (sections 5 and 6, table 3), execution of auto iq tests, per service instructions, enables detection of table position errors: br 64 iq and dose testing instructions (section 1 - introduction), br 64 jq and dose testing instructions (sections 5 and 6, table 3). For oncology usage, positional accuracy testing using the therapy top calibration phantom enables detection of table position errors: brilliance CT therapy table top installation instructions p.17, brilliance therapy table top installation instructions p.10. During a helical scan, per design, cirs shall verify the couch is moving in the direction specified by the host and shall stop the acquisition if the couch positions are not updated as expected: crep-0202 (rev 2).- (ut_boa.txt, ut_python.txt), crel·0476 {rev 01.)- appendix 4 (verification test results 3.xlsx), c16u-0541 (rev 1.3) - appendix 4 (verification test results). The product safety committee binder (psc) includes information related the correction and removal documents for this issue including field safety notification that was sent to the field on 08-apr-2014 stating that: if the customer experiences a horizontal, free-floating couch motion, they have to -contact their field service engineer immediately. A copy of this field safety notice has to be retained with the equipment instructions for use (IFU). Additionally, the service manual is being revised to provide more robust instructions on how to service the patient support. The service manual changes are internal philips documents. Since the rse was not sure of the cause of the unsecured service latch, a root cause could not be determined.